Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. Customer also reported the electrode was missing from the sensor upon removal from their body. Customer's blood glucose was 11.7 mmol/l. The sensor will not be returned for analysis.